Manufacturer narrative:
The device was tested on the bench and no anomaly was found.

Event description:
New information received states the device was explanted. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported nonsustained right ventricular oversensing episodes were observed due to undersensed ventricular fibrillation. The patient required external defibrillation for syncope. The cause of undersensing was small signal amplitudes with intermittent large signals pushing sensitivity over the top of the fibrillation. Programming changes were recommended. No further information is available.

Event description:
New information received states the patient expired shortly after the undersensing was observed. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. The patient did not receive programming changes prior to the death as the patient felt the cardiac rhythm issues were due to an acute metabolic disturbance. No further information is available at this time.